Event description:
It was reported that a wireless battery module had fluid intrusion. It was also reported that there was no patient involvement.

Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of fluid intrusion. Evaluation found corrosion on the metallic finish of the battery contacts. The wireless battery contacts and wireless battery module flex was replaced to correct this condition.